Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not starting. Analysis of the log file found x-ray generator error. During troubleshooting, the fse found that the issue with the power inverter. The fse replaced the power inverter. After replacement of the power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up.no harm was reported to philips.